Event description:
Surgeon was performing a plif procedure at levels l3-s1. During this procedure, which occurred on (B)(6) 2012, four of the twelve locking caps would not engage the screws on insertion. The threads on the caps became cross threaded, and could not be used. Surgeon replaced these four locking caps with four new ones, which seated correctly. There was no problem with seating or tightening any of the other hardware. The surgeon completed the procedure with no further problem. Surgery was extended by approximately 30 minutes. This is 2 of 4 reports for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.